Event description:
Reported by the pt as history of abdominal pain and vomiting. Eventually reported to the ER at which time the device was removed due to band slippage, necrosis, pain, reflux, obstruction and rash.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not rec'd the product at this time. Visual examination may confirm or determine another connector type associated with this report. The reported events are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding serial number has been requested. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight gain have been reported after gastric restriction procedures."